Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Unit received with broken battery tube thread, broken reservoir tube lip and missing reservoir tube o-ring. Unable to verify no delivery alarm and perform displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test due to completely broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. No loud noise during rewind was noted during the testing.

Event description:
The customer reported via phone call that their insulin pump was damaged. Customer stated there were cracks, pieces missing and makes a loud noise during rewind. Customer also reported getting no delivery alarm but declined to troubleshoot. The customer¿s blood glucose level was 178 mg/dl at the time of the call. Customer stated the reservoir still locks in place. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.